Event description:
It was reported by the rep that (1) tcr55 was used during an unknown procedure. It was reported that the first reload misfired and stapled only halfway down the cut line. It was not reported how the case was completed. There was no pt consequence. 6/9/00 add'l info rec'd: the rep was not present and the case was completed with another device.